Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a low hv lead impedance that caused a failed shock was observed. The patient was rescued without issue with subsequent shocks. The physician elected to extract and replaced the lead. The patient was stable following the procedure. The lead was discarded post-op and will not be returned evaluation.